Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. It was noted that no parts of the balloon was detached inside the patient. The procedure was completed with another nephromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned complaint device revealed that a longitudinal tear was noted on the balloon beginning at the proximal end of the distal markerband and extending across the balloon material. A visual and microscopic examination found no issue with the markerband that may have contributed to the complaint incident. No damage or any issues were also noted along the length of the device during tactile examination. This failure is likely due to anatomical/procedural factors encountered during the procedure that limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, there was no evidence that the device was used in a manner inconsistent with the labeled indications. (B)(4).

Event description:
It was reported to boston scientific corporation that a nephromax balloon kit was used during a procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon burst. It was noted that no parts of the balloon was detached inside the patient. The procedure was completed with another nephromax balloon kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.